Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that the patient charged more than expected. He had a spinal cord implant installed several years ago and he didn't use it anymore. The patient lost quite a bit of weight that had helped his back, so he didn't use stimulation at all. He just didn't need it anymore. He stopped using it about 6 months ago and had not been keeping stimulation therapy charged. A first time overdischarge occurred. He noticed six months ago before he quit using it that he would have to recharge it frequently, the battery would expend quite rapidly. It was stated that the patient was on a very low setting. He would have to charge every week which was stated to be abnormal because he would go 3-4 weeks without recharging prior to that. He only had one program and didn't increase it over the time he was using it. It was stated that the patient might donate external components in another six months from the time of the report if he hadn't used stimulation therapy. It was reported that the patient was going to get an MRI of their cervical spine. The MRI was not device related. It was noted that the patient¿s device was permanently off. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.